Manufacturer narrative:
(B)(4).

Event description:
It was reported that post ICD transplant, an ECG showed possible issue with rv lead. Patient returned to the hospital and upon interrogation of the device, increase in capture threshold was observed on the rv lead. X-ray of the lead did not show any lead dislodgement. Patient was stable and discharged. Patient later returned to clinic for follow-up check and interrogation showed an acute rise in threshold. Programming changes were made. Patient was stable and discharged with routine scheduled follow-up visits.